Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were extracted and replaced due to noise observed on the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).